Event description:
A hip revision surgery was performed on (B)(6) 2026 due to delayed wound healing and suspected infection. The surgeon followed the standard surgical workflow to gain access to the site, starting with debridement of the tissue around the wound and collecting fluid and tissue samples along the way. The dual-mobility polyethylene head, liner and delta tt cup were all removed and replaced with new implants. The cup was upsized and additional fixation screws were implanted, while the cemented stem was left in situ. A drain was placed in situ and a vacuum dressing was applied after wound closure. The explanted components included: liner #m for mob. Liner ø40 (product code 5885.09.040, lot 2516684, ster. N. (B)(4). Delta-tt cup - acetabular cup dia.52 mm (liner #medium) (product code 5552.15.520, lot 2422342, ster. N. (B)(4). Mobile liner øint 28 mm ø40 mm (product code 5566.50.401, lot 25at2zc, ster. N. (B)(4) it has been reported that the patient had multiple revision surgeries since the beginning of the year. Previous surgery was a revision due to fracture and performed on (B)(6) where mobile liner was implanted. The original surgery was performed on (B)(6) where the liner for mobile liner was implanted. Patient is female, 68 years old. Event happened in australia.

Manufacturer narrative:
Investigation: a review of the device history records (dhrs) for the lot 2014876 and ster. (B)(4) was conducted. No pre-existing anomalies were identified among the 18 devices manufactured within the same lot and ster. A review of the device history records (dhrs) for the lot 2422342 and ster. (B)(4) was conducted. No pre-existing anomalies were identified among the 55 devices manufactured within the same lot and ster. A review of the device history records (dhrs) for the lot 25at2zc and ster. (B)(4) was conducted. No pre-existing anomalies were identified among the (B)(4) devices manufactured within the same lot and ster. This is the first and only complaint with these lots. A final MDR will be shared upon completion of the investigation.